Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the handpiece was received with the nose cone cracked and a loose mount. The device was tested on a generator and was found to be functional. It no longer meets design specification for phase margin. The handpiece was disassembled. A torn acoustic and evidence of moisture ingress were found.

Event description:
It was reported that during an unknown procedure the device quit working. No further information was provided. No patient consequences.